Event description:
It was reported that 34 bd vacutainer® sst¿ tubes exhibited holes or cracks in the gel. An unspecified number were noticed before use and others were noticed after collection, whereas blood leaked into the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which depicted a blood-containing tube with cavities where separation gel should have been, as well as an empty tube featuring the same gel cavities. Additionally, a total of 30 retained samples were subjected to a visual inspection for gel defects and all samples passed the inspection. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that 34 bd vacutainer® sst¿ tubes exhibited holes or cracks in the gel. An unspecified number were noticed before use and others were noticed after collection, whereas blood leaked into the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: investigation summary: bd received three photos for investigation, which depicted a blood-containing tube with cavities where separation gel should have been, as well as an empty tube featuring the same gel cavities. Additionally, a total of 30 retained samples were subjected to a visual inspection for gel defects and all samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel air bubbles-before use.no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that 34 bd vacutainer® sst¿ tubes exhibited holes or cracks in the gel. An unspecified number were noticed before use and others were noticed after collection, whereas blood leaked into the gel. No adverse impact was reported regarding the patient or user.